Manufacturer narrative:
The pump is in the process of being evaluated. A follow up report will be filed upon completion of the evaluation or if additional information becomes available. Similar incidents have been received for this for this product for the reported issue. The numbers of incidents reported are within the expected level of occurrence for this product. Baxter will continue to monitor similar reports for possible trends.

Event description:
The facility reported an infusion pump with a failure code 812:02 on channel c. The event was reported to have occurred during patient use. The hospital representative stated they have no record of any patient incident involving the pump since the last baxter service event and no patient injury had been reported. Though requested, no additional information was provided regarding patient's demographics, medication involved, or device programming. No additional information was available.